Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they took emergency medical services and hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. The customer stated that they were delivering insulin through the insulin pump, but the insulin pump showing that they were not blousing correctly and also stated that the healthcare professional stated that they had only bloused 7 times in the last 19 days. The customer stated that when they were trying to enter the bolus wizard amount, they were not seeing carbs anymore, but is asking for exchanges. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap was appears normal. The customer declined to perform carelink upload. The insulin pump will not be returned for analysis.